Manufacturer narrative:
Product event summary: at analysis it was noted that the generator did not start on the test console and the battery contacts were aligned and cleaned so that the incoming test could be performed. It was further noted that there was blood in the device, battery chamber and lower case and that the upper and lower cases were polluted and damaged and that the battery drawer and release latch were polluted and sticky. The device was cleaned and new housing was assembled and it then passed all tests with no visual or electrical anomalies.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.